Event description:
A customer reported receiving readings that were lower than they felt while using freestyle lite test strip lot 0822524 with their freestyle lite meter. The customer received a reading of 40 mg/dl at 11:30 am, 25 mg/dl at 12:00 pm. The customer felt the readings were low and opened a new box of freestyle lite test strips (strip lot 0824031) and received a reading of 160 mg/dl which the customer believed to be accurate. The customer then self treated based on the reading of 160 mg/dl. There was no report of serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned test strip lot 0822524. Low and high control solution tests were performed with the returned test strip lot and an approved freestyle lite meter. All results were within range specs, and no errors were noted during control solution testing. However, retain samples from strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution. Further investigation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action was reported to the district office in 2009.